Manufacturer narrative:
Age at time of event: under 18 years. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified pulmonary artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for three seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a coyote fc balloon catheter. No patient complications and injury were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The shaft, balloon and tip were microscopically examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded and balloon and inner shaft were twisted. Microscopic examination of the balloon and shaft did not reveal any other damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the tip, indicating a shaft leak. The shaft was microscopically examined and a perforation/hole in the shaft wall for the middle to distal end of the shaft was revealed. Microscopic examination presented no irregularities in the shaft material that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. There is no indication the device was inflated over the rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Bsc ID: (B)(4) / tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified pulmonary artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for three seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a coyote fc balloon catheter. No patient complications and injury were reported.